Event description:
It was reported that the coating on the shaft was coming off. A 2.4 mm jetstream xc catheter was selected to treat peripheral artery disease in the mid superficial femoral artery. Patient anatomy conditions revealed mild calcification and tortuosity. During the procedure it was noted that the coating on the shaft of the device was coming off. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
H6. Evaluation conclusion code: updated to quality control deficiency device eval by manufacturer: the returned product consisted of a jetstream xc-2.4 device. Visual inspection revealed multiple areas of shaft damage located 1cm to 16cm from the tip. The tip showed a kink located 1cm from the tip. Functional testing revealed that the device primed as designed and, when activated, the blades spun as designed. The device ran for two minutes in the blades down mode and ran for 2 minutes and 30 seconds in the blades up mode before the blades stopped spinning. The motor could be heard running and continued to spin. When the pod was opened to inspect for damage, it was revealed that the pinon gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the blades stops. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The blades did not rotate as the gear was spinning on the shaft. Device analysis determined the condition of the returned device was not consistent with the reported information of a detachment of a device component; however, shaft damage and the pinion gear sliding off the shaft were confirmed. B3. Date of event is estimated as (B)(6) 2021, based on aware date.

Manufacturer narrative:
G1. MFR site address 1 and MFR site zip/post code updated. Device eval by manufacturer: the jetstream xc-2.4 device was received by boston scientific for analysis. The shaft and the remainder of the device were inspected for damage. Visual examination revealed multiple areas of shaft damage located 1cm to 16cm from the tip. The tip showed a kink located 1cm from the tip. The functionality of the device was checked by setting up the product per the instructions for use (IFU). The device was activated, and the blades spun. The device ran for two minutes in the blades down mode and ran for 2 minutes and 30 seconds in the blades up mode before the blades stopped spinning. The device motor was heard; however, no tip rotation was observed. The device control pod was opened to inspect for damage. It was noticed the pinion gear moved along the drive shaft and was not in contact with the motor gear. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip will stop. Presence of adhesive on the pinion gear was verified. The gear was slid back on the shaft and the device was activated. The blades did not rotate as the gear was spinning on the shaft. The observed shaft damage may increase the torque to the pinion gear by causing resistance when the shaft is spinning. The shaft damage most likely was caused by pushing, pulling, and torqueing the device in a tortuous anatomy or a stenosed calcified lesion. Device analysis determined the condition of the returned device was not consistent with the reported information of a detachment of a device component. B3. Date of event is estimated as (B)(6) 2021, based on aware date.

Event description:
It was reported that the coating on the shaft was coming off. A 2.4 mm jetstream xc catheter was selected to treat peripheral artery disease in the mid superficial femoral artery. Patient anatomy conditions revealed mild calcification and tortuosity. During the procedure it was noted that the coating on the shaft of the device was coming off. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the coating on the shaft was coming off. A 2.4 mm jetstream xc catheter was selected to treat peripheral artery disease in the mid superficial femoral artery. Patient anatomy conditions revealed mild calcification and tortuosity. During the procedure it was noted that the coating on the shaft of the device was coming off. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Date of event is estimated as (B)(6) 2021, based on aware date.